Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show preoperative films show neuromuscular curve in a young patient with duchenne's apex at the thoracolumbar junction. The surgeon correctly was proactive in correction and achieved excellent correction from t3 to l5. Construct appears well positioned. Subsequent films show no significant changes although loosening of the l5 screws with pseudoarthrosis is reported. This is a known complication in a high risk patient. Nevertheless surgery was well planned, executed and appropriate.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.